Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states charger does not inhibit chair from driving while charging.

Manufacturer narrative:
The underlying cause documented on the return fields in oracle is defined as: controller/joystick/options, programming error.

Event description:
Dealer states charger does not inhibit chair from driving while charging.